Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost stimulation due to invalid impedance. Reprogramming was tried but did not provide resolution. As a result, the patient underwent surgical intervention on (B)(6) 2015. During the procedure, the doctor decided to implant an additional lead. Surgical intervention resolved the patient's issue.